Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during the load process. There was no reported impact to the customers blood glucose (bg) level related to the cartridge alarm 19. However, the contact reported that the customer experience a low (bg) level of mid 50 mg/dl earlier. The contact reported that the customer was at an amusement park and that the low (bg) was most likely due to extensive exercise but contact was unsure. The customer took glucose tablets to stabilize blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.